Manufacturer narrative:
A2) patient age - 68.1 +/- 9.7 years. A3a) patient sex - 23 males, 10 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, dissection and hematoma are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26sep2017) ¿intravascular ultrasound assessment of the effect of laser energy on the arterial wall during the treatment of femoro-popliteal lesions: a clirpath excimer laser system to enlarge lumen openings (cello) registry study¿. The study retrospectively aimed to quantitatively assess the intravascular ultrasound images from the ¿clirpath excimer laser system to enlarge lumen openings¿ (cello) registry patients for arterial wall dissections following treatment with the modified excimer laser catheters. Images from 33 patients; 66 pullbacks (1867 ivus frames in 2 phases), were successfully matched frame-to-frame to evaluate identical segments of the treated vessels in the two phases. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 42.98% of patients experienced intimal dissection, 15.29% with medial dissection, and 37.19% experienced intramural hematoma. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, (B)(6) 2017 has been used, the date of publication. Kuku ko, garcia-garcia hm, koifman e, kajita ah, desale s, azizi v, melaku g, bui a, meirovich yf, beyene s, dheendsa a, schneider b, waksman r; cello study investigators. Intravascular ultrasound assessment of the effect of laser energy on the arterial wall during the treatment of femoropopliteal lesions: a clirpath excimer laser system to enlarge lumen openings (cello) registry study. Int j cardiovasc imaging. 2018 mar;34(3):345-352. Doi: 10.1007/s10554-017-1248-2. Epub 2017 sep 26. Pmid: 28952037; pmcid: pmc5847219. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.